Event description:
Philips received a complaint on the heartstart mrx monitor/defibrillator indicating that the device failed operation check. There was no patient involvement.

Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
Philips received a complaint on the heartstart mrx monitor/defibrillator indicating that the device failed operation check. There was no patient involvement.

Manufacturer narrative:
This report is based on information provided by philips authorized service provider (asp) and has been investigated by the philips complaint handling team. The authorized service provider (asp) evaluated the device and determined that repair was required; however, the customer refused to pay for it. Based on the information available and the testing conducted, the cause of the reported problem was not determined. The customer refused to pay for the repair.